Event description:
It was reported that the sagittal saw attachment was overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Event description:
It was reported that the sagittal saw attachment was overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Manufacturer narrative:
During the device evaluation the overheating of the sagittal saw attachment was duplicated. Upon disassembly, the link with fins component in the sagittal head assembly was found to have been pushed tight against the nose housing assembly, which is the probable cause of overheating. The device was not returned to the user facility, as it was scrapped by the manufacturer.